Event description:
It was reported that the customer was in the emergency room and was treated for diabetes ketoacidosis and high blood glucose over 600mg/dl. The husband stated that the infusion set was not inserted correctly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.